Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Clinical notes state that patient did undergo a manipulation under anesthesia due to pain, swelling, and limited range of motion. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: persona cr standard femoral, catalog #: 42502606402, lot #: 63654152. Persona cr articular surface, catalog #: 42521000510, lot #: 63545961. Persona stemmed 5-degree tibia, catalog #: 42532007102, lot #: 63695869.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed 5-degree tibia, catalog #: 42532007102, lot #: 63695869, persona cr standard femoral, catalog #: 42502606402, lot #: 63654152, persona all poly patella, catalog #: 42540000032, lot #: 63716230. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00119, 3007963827-2019-00120, 0002648920-2019-00285, 3007963827-2019-00121. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient was experiencing pain, swelling, limited range of motion/limited mobility and underwent a manipulation procedure approximately two months post-implantation.